Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported surgical intervention was undertaken wherein the patient's ipg was replaced. The reason for the procedure is unknown.

Event description:
The device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction. The ipg was explanted and replaced to upgrade to newer technology. Effective therapy has been established.